Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided instructions for customer to perform a system check, but no issues were identified. Customer changed infusion set and cartridge and resumed insulin therapy.